Event description:
The account is unable to obtain patient results on the architect analyzer. Error code 1007 (unable to process test, activated read failure) was detected during the incident. The results pattern had two peaks. The issue was not assay specific and it was resolved by replacing the reaction vessel cells with another lot. No impact to patient management was reported.

Event description:
The doctor inserted the implant into the prepared site and tapped the inserter handle with a mallet to the desired depth. Rotating clockwise, the handle popped and rotated freely. Under microscope, the implant had rotated, and the attachment point of the implant was deformed. The doctor accepted the results leaving the implant in the pt, surgery completed with no further complications. Doctor later commented that he thought the implant was incorrectly loaded on to the inserter by the surgical tech.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lots 69523p100 and 69683p100, expiration: n/a. Upon further review, it was determined suspect architect reaction vessel lots 69523p100 and 69683p100 were in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Technician reported that the brakes would engage but did not hold. He found this bed out of service and there were no reported injuries.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, additional architect reaction vessel lots: lot 69523p100, device MFR. Date: 10/6/08, expiration date: na. Lot 69683p100, device MFR. Date: 10/7/08, expiration date: na. The previous medwatch submission cited architect reaction vessel lots 69523p100 and 69683p100 as additional suspect medical device lot #'s. Upon further review, lot 69686p100 was incorrectly associated with this remedial action. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.